Event description:
Baxter sigma spectrum pump - had air code "321". The biomed sent to baxter for repair. Olympus america cystoscopes, flexible, model = cyf-4. While transporting an intra-aortic balloon pump (iabp) patient from a smaller hospital to the main facility, the cardiosave maquet iabp pump was unable to detect a waveform despite multiple cables and transducers. The waveform was confirmed with pmc arrow iabp and art line on the monitor. Troubleshooting was performed with arrow ((B)(4)), we spoke with (B)(4). We were unable to fix the problem and unable to detect pressures on act's iabp. Mission cancelled, director on call made aware and referring md made aware. We have also had two sigma pumps fail during use prior to transport during same patent transport. Unable to get cardiosave balloon pump to read balloon pressures despite pressures showing up on hospital pump. Transducer packs were changed out to no avail. Unable to transport patient due to inability to read balloon wave and pressures. Transport delay at least 2 hrs was caused due to pump issue. Two baxter pumps gave errors when doors were closed, unable to change drips over to air care pumps for transport with patient on levophed and dopamine. Pump removed from service, unable to transport patient, biomed notified. Notified the transport to transport pt after their shift change. The crew states that when they load the tubing into the pump a system fail message comes up. They attempted to re-seat the tubing and restart the pump to clear the message but it continued coming up.